Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure was a bi-mall for fibula & distal tibia.

Manufacturer narrative:
A product investigation was completed: upon visual inspection of the screw it can be seen that the threads are completely peeled off from the screw. A root cause could not be determined, most likely the screw was being inserted under power while the technique guide recommends manual insertion of the screw and therefore the excess force being applied to the screw may have caused the complaint condition to occur. The complaint condition is confirmed. Per the technique guide, the 4.0mm cannulated screw long thread/46mm is part of the synthes cannulated screw system which is used for fracture fixation of small bones and small bone fragments. A review of the current design drawing and the manufactured revision was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown cannulated screw/unknown lot. Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4) unanticipated x-rays. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads of a 4.0 millimeter cannulated screw became unraveled and stripped during a medial malleus fracture repair. The threads became stuck in the medial malleus. There was a reported thirty (30) minute delay to retrieve fragments and additional x-rays required. No fragments were left behind and the procedure was completed without further incident. This report is for an unknown cannulated screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.